Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to blood control and diabetic ketoacidosis, with a blood glucose reading of 750 mg/dl. The customer stated that prior to the event, she had been experiencing elevated blood glucose levels. The customer also stated that she has noticed the o-rings in the reservoir chamber coming out and has pushed them back into place. Nothing further was reported.